Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: rupture.

Event description:
Patient reported a broken implant. It is unknown which side this record is related to. Unknown if device has been explanted.

Event description:
Patient reported, a left side broken implant. The device has been explanted.